Event description:
Patient presented to the physician with pain in the sternum. On examination, it was determined that the ipg had shifted and flipped within the pocket. Physician brought the patient into the or, repositioned and re-sutured the ipg, and closed.